Manufacturer narrative:
Per the clinic, the patient experienced an extrusion on (B)(6) 2018 (specific date not reported) and was prescribed an ointment. On (B)(6) 2018 (specific date not reported), the patient underwent a revision surgery to re-position the device; however the issue did not resolve. The implant extruded again on (B)(6) 2018 (specific date not reported). Subsequently, the patient was hospitalised and treated with antibiotics (specific date, duration and type not reported). This report is submitted on august 15, 2023.

Manufacturer narrative:
This report is submitted on september 25, 2018.

Event description:
Per the clinic, the patient experienced pain and skin flap issues at the implant site. Subsequently the receiver stimulator was explanted on (B)(6) 2018. The elecrtode array was left in situ to preserve the cochlea for future implantation.

Manufacturer narrative:
It is now reported that the reason for explantation was an infection and extrusion of the receiver/stimulator. This report is filed on october 24, 2018.

Manufacturer narrative:
This report is filed on november 27, 2018.(B)(4).